Event description:
It was reported that the ventricle port of the external pulse generator had no output. It was noted that this was discovered during testing of the device. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification, shorted diode. It was also noted that the upper and lower cases were broken, the side bail covers were broken, the ring cover was contaminated, the lead flex cover was corroded, the battery contacts were compressed and discolored, and the battery drawer was contaminated. Further analysis was performed on the heart lead flex. This analysis confirmed that the output failure was due to a diode component failure. (B)(4).